Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details.

Event description:
It was reported that during deployment of the vascular stent in the left middle sfa via access over the right side, a 0.14" guide wire got stuck in the stent delivery system. The guide wire and delivery system were removed as a single unit without issue. The guide wire was exchanged and another stent of the same brand was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported event. The delivery system had not been activated and the stent was completely loaded in the system upon sample receipt. A 0.014" guide wire was found stuck in the delivery system protruding from both ends. During evaluation, the guide wire could be removed from the system with high force. The guide wire was found to be kinked. The distal section of the delivery system catheter was found to be deformed which caused the kinking of the guide wire and the inability to advance the guide wire through the system. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult vessel anatomy such as tortuous or calcified vessels. The event also may be use-related as rough handling of the device during unpacking or advancing may lead to deformation of the components resulting in the reported event. The use of a guide wire smaller than recommended also may contribute to the reported event. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." And "if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used." Furthermore, the IFU as well as the packing label indicates that a 0.035'' guide wire is required for the procedure. (B)(4).

Event description:
It was reported that during deployment of the vascular stent in the left middle sfa via access over the right side, a 0.14" guide wire got stuck in the stent delivery system. The guide wire and delivery system were removed as a single unit without issue. The guide wire was exchanged and another stent of the same brand was used to complete the procedure successfully. There was no reported patient injury.